Event description:
Patient reported capsular contracture baker grade lv, crease/folding of implant, seroma - late and inflammation/irritation. This relates to the left side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/fold of implant : observed crease fold. Seroma-late : unable to observe since it is a medical event and is not related to the device. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease fold observed on the device. Yellow encapsulation observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported unknown side rupture. Healthcare professional later reported left side capsular contracture baker grade IV, seroma and radial folds. The event of rupture didn't happen. Device has been explanted and replaced.

Manufacturer narrative:
No device has been received. Only photos. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease folding of implant: unable to observe since it is a medical event and is not related to the device. ¿ seroma -late: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ yellow particles on the surface of the shell. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported capsular contracture baker grade IV, seroma and radial folds. Device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. This relates to an unknown side. Device remains implanted.